Event description:
Information was received indicating that the pump stopped halfway through the infusion with a smiths medical cadd cassette reservoir. It was reported that about 50 ml out of 100 ml was infused then a no disposable pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported.